Event description:
Rep reported that the patient's right hip was revised due to osteolysis (no other information provided to rep). An mdm metal liner, adm/ mdm poly insert, and ceramic head were revised to an all-poly liner and femoral head. Rep confirmed that no further information will be released by the hospital and surgeon. After speaking to the rep, another source provided a presentation created by another surgeon for this patient. Presentation cites that in (B)(6) 2023 patient had pain (treated with crutches), acetabular fracture (no treatment/ intervention reported), and bone osteolysis of the acetabulum. In (B)(6) 2023, ongoing pain and progressive bone osteolysis were cited.

Manufacturer narrative:
The following devices were also listed in this report: device name: unknown adm liner; cat# unknown; lot# unknown. Device name: unknown ceramic head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding osteolysis involving an unknown mdm liner was reported. The event was confirmed via medical review. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a patient who underwent a primary total hip arthroplasty and did well initially but two years after surgery fell sustaining a fracture of the acetabulum with subsequent development of osteolysis without loosening up the cup. I can confirm that the patient had a total hip arthroplasty and developed an area of osteolysis above the comp since I was able to review the x-rays. I can also confirm the fracture of the acetabulum since I was able to also review the x-rays. I have no documentation that revision was carried out on february 5, 2024. Root cause determination: the root cause of the fracture of the acetabulum can be confirmed. The patient sustained a fall and her fracture is consistent with trauma. The root cause of the osteolysis cannot be determined with certainty. Osteolysis can occur when microscopic particles act as an irritant and replace bone with cystic areas. In this particular case I was not able to see any polyethylene wear. There is also no evidence of loosening of the implant which could also contribute. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: it was reported that the patient has an upcoming revision due to osteolysis. A review of the provided medical records by a clinical consultant indicated: "this product inquiry concerns a patient who underwent a primary total hip arthroplasty and did well initially but two years after surgery fell sustaining a fracture of the acetabulum with subsequent development of osteolysis without loosening up the cup. I can confirm that the patient had a total hip arthroplasty and developed an area of osteolysis above the comp since I was able to review the x-rays. I can also confirm the fracture of the acetabulum since I was able to also review the x-rays. I have no documentation that revision was carried out on february 5, 2024. Root cause determination: the root cause of the fracture of the acetabulum can be confirmed. The patient sustained a fall and her fracture is consistent with trauma. The root cause of the osteolysis cannot be determined with certainty. Osteolysis can occur when microscopic particles act as an irritant and replace bone with cystic areas. In this particular case I was not able to see any polyethylene wear. There is also no evidence of loosening of the implant which could also contribute. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.